Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarms over temperature instead of having the single beep every few seconds. The alarm keeps repeating faster until it becomes a solid tone. There is no physical damage and the problem occurred during training on the unit. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was unable to be duplicated. The complaint is not confirmed. The most probable causes is that the cracked return tube causing fluid ingression onto the pcb causing it to malfunction or allowing air into the water recirculation circuit (low flow rate) that leads to overtempt issues because not enough water is flowing to pull heat out from the heaters. The return tube will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.